Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date, name and indication of initial surgical procedure? Product code and lot number? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Onset date of fistula? What is physician¿s opinion as to the etiology of or contributing factors to these events? What are the findings of eua with colorectal? Was there any deficiency or anomaly of the mesh noted? If yes, please describe it. Describe any medical/surgical intervention for erosion and fistula including dates. The patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient history/concomitant medications? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was reported that mesh erosion was noted fistulating between posterior vagina and rectum and needs the eua , examination under general anesthesia, with colorectal. Additional information has been requested.